Manufacturer narrative:
The customer replaced the oxygen tube to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the o2 tube does not connect to wall socket and needs to be replaced. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6).